Event description:
The rptr did meter to hcp meter comparison tests, side by side, using the same fingerstick. The meter reading was 216 mg/dl, and the hcp's meter (type unknown) read 170 mg/dl. Rptr did not have any symptoms. Multiple control solution tests were in range. During troubleshooting, the rptr stated that they never cleaned the meter. No harm was alleged.